Event description:
A ruptured posterior communicating artery (pcom) aneurysm was embolized with four coils, angiography performed in the left internal carotid artery (ica) after each coil was placed revealed no thrombus formation. The microcatheter was withdrawn in the left ica and angiography revealed a vasospasm within the vessel. Three mg of cardene was slowly infused over fifteen minutes and the vasospasm was resolved. Significant thrombus formation was noted on the "flow mass" within the left ica. Nine mg of integrilin was slowly infused over thirty minutes and the thrombus was nearly resolved. There was no reported clinical consequence to the pt and the physician related the thrombus formation to the microcatheter.

Manufacturer narrative:
Conclusions: other for anticipated procedural complication. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that thrombus is noted as an anticipated procedural complication associated with such procedures. It was determined that anticipated procedural complication was the most probable cause of the reported event.